Event description:
Pt admitted from nursing home in 2005 for treatment of chronic sacral/genital, heel wounds. He underwent (l) aka fifteen days later. Five days later nurses notes indicated fms device was removed due to rectal bleeding. (Nurse could not find any note of when the fms was inserted). The pt required 4 units of blood due to the rectal bleed. The report from the colonoscopy done six days later was dictated about three weeks later "impression: rectal ulcer just inside anal canal with visible vessel that was actively bleeding. Hemostasis was achieved with epi and resolution endoclip." No further bleeding noted. Discharged to nursing home nine days later and last notation in hosp computer that customer was still in nursing home as resident in august 2005.